Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was in 589 mg/dl. Elevated bg was address by correction injection via manual injection. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries.